Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a flexima biliary stent was used during a biliary stent placement procedure performed on (B)(6), 2011. According to the complainant, during the procedure, when attempting to deploy the stent in the common bile duct, resistance was met and the guide catheter detached. The broken guide catheter remained within the push catheter enabling the delivery system to be removed from the patient in one piece. No other damage was noted to the device. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The push catheter of the deliver system was returned for evaluation; the stent and guide catheter were not returned. The suture was noted to be detached and was also not returned. Visual evaluation of the push catheter revealed the suture hole to be torn. The push catheter was also found broken near the proximal end and appeared to be cut by the customer. The distal portion of the push catheter with the touhy borst assembly was not returned. Based on the available information, it is possible that the guide catheter broke during use and as a result, the push catheter was cut in an attempt to retract the remaining piece of the guide catheter for deployment of the stent. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted.

Manufacturer narrative:
Patient age, gender, and weight are unknown. (B)(4) for the reported event of guide catheter broken. Although, the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on september 29, 2011 that a flexima biliary stent was used during a biliary stent placement procedure performed on (B)(6) 2011. According to the complainant, during the procedure, when attempting to deploy the stent in the common bile duct, resistance was met and the guide catheter detached. The broken guide catheter remained within the push catheter enabling the delivery system to be removed from the patient in one piece. No other damage was noted to the device. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.